Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (dxc 600) generated erroneous sodium (na) result on one patient sample. Customer reported that the erroneous results were reported out of the laboratory. Customer reported when the issue was discovered, the sample was repeated on both the original dxc 600 and another alternate instrument in the laboratory. Customer reported that the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) decontaminated the system and performed a preventive maintenance. The fse verified performance. Root cause is unknown.